Event description:
It was reported from colombia that during an unspecified surgical procedure, it was observed that the expressew iii suture needle device did not have the practical protector at the end upon opening its package. During in-house engineering evaluation of the photo received from the customer, it was determined that the device was missing the white plastic flag. There were no reports of delays in the surgical procedure nor if an identical spare device was available for use. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H10 additional narrative: UDI: (B)(4). Investigation summary: a photo was returned to depuy synthes mitek for evaluation. The depuy synthes mitek team conducted a visual inspection of the returned photo. Upon visual inspection of the photo provided it was noted that the needle was missing the white plastic flag. The structural condition of the needle is not clearly visible, the packaging of the device is not shown. The overall complaint was confirmed as the observed condition of the expressew iii needle pk5 would contribute to the complained device issue. The photo provided by the customer was sent to the supplier and the supplier concluded that the completely missing flag is not manufacturing related. The photo provided is not enough evidence to determine a root cause, hands on analysis should provide the required evidence to provide a root cause. Therefore it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes mitek quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. A manufacturing record evaluation was performed; and no related non-conformances were identified.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11 additional narrative: d4: the lot number and expiration date have been updated to reflect the correct information. Therefore, UDI has been updated accordingly.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. D9, h3, h6: the actual device has been returned and is currently pending evaluation.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. Investigation summary the product was returned to j&j medtech orthopaedics for evaluation. J&j medtech orthopaedics then conducted visual inspection of the device received. Visual inspection reveled that a expressew iii needle pk5 was returned in used condition, the proximal and distal parts are nicked. The white plastic flag was missing. Functional test was unable to be performed. A manufacturing record evaluation was performed for the finished device lot number: 70819 , and no non-conformances were identified. The overall complaint was confirmed as the observed condition of the expressew iii needle pk5 would contribute to the complained device issue. The supplier concluded that the completely missing flag is not manufacturing related due to the condition in which the device was received. Based on the investigation findings and since the device shows evidence of having been used, the potential root cause for the flag detachment can be attributed to a needle misinsertion into the gun's loader, therefore the plastic flag was detached after deployment. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of. J&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.